Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the cutting wire broke after activated several outputs. During the investigation, omsc found the cutting wire was partially missing. There was no pt injury reported.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the cutting wire was broken and the broken section was melted and burned. In addition, cutting wire was missing for approx 15 mm from the distal end. As the checking the mfg record of the same lot, nothing abnormal detected. According to the investigation, omsc assumes that the cutting wire contacted or came close to the tissue while activating output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The cutting wire came off because of the user handling after it was broken. This report is being submitted as a med device report in an abundance of caution.